Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported while a patient was wearing a pod between 4 and 24 hours their blood glucose level rose to 579 mg/dl. It was noticed upon removal that the cannula was not showing, thus the cannula had not deployed. As treatment, the patient administered manual injections of insulin and corrections.